Event description:
It was reported that the right ventricular lead exhibited loss of capture and high impedance. The lead was explanted and replaced. The patient was in stable condition post procedure.